Event description:
Pt had electrophysiology cardiac ablation with placement of perclose device in right femoral artery. Shortly after the pt was transferred to the cardiac critical care unit where it was noted that his right lower extremity was pale and he did not have pulses in his right lower extremity. A CT angiogram was performed and demonstrated a complete occlusion of his right common femoral artery. He was taken to the operating room emergently after he was heparinized and underwent a revascularization of the right common femoral artery. During surgery it was noted that there was a small piece of the delivery system of the perclose device in the wall of the common femoral artery which may have contributed to the common femoral artery narrowing and subsequent occlusion.